Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of the trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from blood clots, clotting and occlusion of the ivc and embedded, fracturing and complex removal procedure of the filter and resultant symptoms. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture could not be confirmed, and the exact causes could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the filter fracture is unknown. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from blood clots, clotting and occlusion of the ivc and embedded, fracturing and complex removal procedure of the filter and resultant symptoms.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth) (event date), (event description), (relevant history race and medical history), (brand name), (model, catalog, lot number, and expiration date), (date received by the manufacturer and PMA/510(k) number), (manufacturing date), (evaluation codes), the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from blood clots, clotting and occlusion of the ivc and embedded, fracturing and complex removal procedure of the filter and resultant symptoms. The following additional information received per the medical records indicate that, patient had an optease filter implanted and successfully explanted 8 months prior to the implant of the trapease filter for extensive left iliofemoral deep vein thrombosis (dvt). According to the information received in the patient profile from (ppf), perforation of filter strut(s) outside the ivc, filter embedded other than in wall of the ivc, and filter leg was embedded within the retroperitoneal fat, depression, and anxiety. Additionally, a celect ivc filter was removed percutaneously.

Manufacturer narrative:
Correction to product code.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from blood clots, clotting and occlusion of the ivc and embedded, fracturing and complex removal procedure of the filter and resultant symptoms. The following additional information received per the medical records indicate that, patient had an optease filter implanted and successfully explanted 8 months prior to the implant of the trapease filter for extensive left iliofemoral deep vein thrombosis (dvt). According to the information received in the patient profile from (ppf), perforation of filter strut(s) outside the ivc, filter embedded other than in wall of the ivc, and filter leg was embedded within the retroperitoneal fat, depression, and anxiety. The patient became aware of the reported events approximately 6 years 11 months post implantation. According to the information received in an amended patient profile form (ppf), patient reports trapease filter was removed percutaneously 7 years and 1 month post implantation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Corrected data: prior submission reported successful explant of celect ivc filter. Updated information provided reports removal was of trapease filter. The status of the celect ivc filter is unknown.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient had an optease filter implanted and successfully explanted 8 months prior to the implant of the trapease filter for extensive left iliofemoral deep vein thrombosis (dvt). The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from blood clots, clotting and occlusion of the ivc and embedded, fracturing and complex removal procedure of the filter and resultant symptoms. Per the patient profile from (ppf), the patient reports perforation of filter strut(s) outside the ivc, filter embedded other than in wall of the ivc, and filter leg was embedded within the retroperitoneal fat, depression, and anxiety. Additionally, a cook celect ivc filter was removed percutaneously. The filters are unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and adjacent structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and depression do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.